Event description:
It was reported by service report that the alarm was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: spring plunger at the head-end needed an adjustment.